Manufacturer narrative:
Method: risk assessment; result: no device was returned and lot# was not provided, the device was discarded. Therefore, device evaluation and device history review could not be performed. Conclusion: without the device evaluation, the exact root cause of the reported event cannot be determined conclusively.

Event description:
It was reported that a surgery was performed on (B)(6) 2016. T10 - iliac were fixed. After that the blocker backout was found on the iliac. A revision surgery was performed on (B)(6) 2016. The screw and the blocker of the iliac were replaced.

Event description:
It was reported that a surgery was performed on (B)(6) 2016. T10 - iliac were fixed. After that the blocker backout was found on the iliac. A revision surgery was performed on (B)(6) 2016. The screw and the blocker of the iliac were replaced.